Event description:
Patient presented back to the physician with a suspected infection at the chest incision site. Physician prescribed another round of antibiotics.

Event description:
Patient presented to the physician with redness at the chest incision site. Physician suspected infection and prescribed antibiotics.